Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary we checked the returned product and confirmed that the water jet tube leak due to applying an excessive force. This report is being filed as part of the pentax backlog management plan.

Event description:
Lcb broken, reduced 90?/0?, stuffing was ok. There was no report of patient harm. The time of event is unknown.